Event description:
Sorin group received a report from a customer that during setup, the bubble sensor was alarming and would not clear. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 bubble sensor. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report from a customer that during setup, the bubble sensor was alarming and would not clear. There was no patient involvement. The device was returned to sorin group (B)(4) for evaluation. Visual inspection of the device found the transmitter signal of the sensor was physically damaged. Although the root cause of the damage could not be determined from the information available, sorin group (B)(4) stated that it is most likely due to a mechanical load. No further action is deemed necessary.